Event description:
(B)(4) reports via e-mail that a customer opened a syringe package and dust was found inside the 200ml empty syringe and the connecting tubing. Product was not used for pt procedure. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.